Manufacturer narrative:
Date of this report: 09may19. Date received by MFR: 07may19. A power management (pm) board, central processing unit (cpu) board and motor controller board were returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component flash (u1).

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. The philips service engineer (se) inspected the device. The se found that when powered on the screen did not come on but the ventilator was alarming. The se replaced the motor controller, central processing unit (cpu) and power management board. The ventilator passed all testing.

Event description:
It was reported that the ventilator screen did not come on. There was no patient involvement. The event date was not specified; estimate used.